Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported shaft detachment cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch new information received states that the procedure was to treat a lesion located in the left internal mammary artery. After insertion of the balloon catheter into the guiding catheter the shaft of the device separated outside the patient. Another balloon catheter was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is unknown if the device will be returned for evaluation. A follow up report will be submitted with all relevant information. Voluntary medwatch# mw5055769.

Event description:
It was reported that the 3.5 x 30 mm trek balloon catheter was being inserted into the catheter by physician, prior to being inserted into patient, when the balloon broke in half. No additional information was provided.